Manufacturer narrative:
H.10: the most likely root cause of the reported event is environmental condition which the stirrer motor worked in, such as high temperatures, humidity, condensation and water infiltration. This condition led to corrosion formation at the level of the balls of the stirrer motor bearing preventing the shaft from rotating freely.

Event description:
See initial report.

Manufacturer narrative:
H.10: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The stirrer motor was replaced and the problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The root cause of the reported error was a blocked stirrer motor.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to the stirrer motor. There was no report of patient injury.